Manufacturer narrative:
It was reported by the customer that she is having an issue with her pump. Inquired what led up to the complaint. Customer response: customer states that she had rewound the insulin pump and the piston went the wrong way the first time. The customer stated that she got several motor errors then she got it to rewind and prime. The customer stated that she tried to do the fill cannula and it gave her another motor error. Patient's bg at time of incident: 124 mg/dl. Advised customer to check if drive support cap is protruded, loose, sticking out or flush; the customer reports the drive support cap appears normal recessed. The customer reports an e70 alarm. The customer was advised that the insulin pump will need to be replaces, also advised to discontinue use of the insulin pump and refer to back up plan per the health care professional instructions. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 37 mg/dl. The customer treated with apple juice. Troubleshooting was declined; the customer was going to call back when her blood glucose got higher. No products were returned or replaced.